Event description:
It was reported that when they went to pre-load the device for the case, clips dumped out on the mayo table. They used another like device to start and complete the case. There was no pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.